Event description:
It was reported, the light source of the front panel lighting had a failure due to system failure. The issue occurred during the maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that there was dust inside the unit hence needs to clean. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, no front panel light emitting diode (led) flashing issues were found and the device was working normally. Olympus will continue to monitor field performance for this device.